Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by clinicians that there are reported ¿anomalies¿ with chemo infusions ¿sometimes¿ but described them as ¿natural delays¿ from stopping chemos for morning bloodwork or troubleshooting ail. Generally if infusions are within 30 minutes of their intended infusion time it is not an issue. However, sometimes it is ¿more than half an hour¿. Clinicians gave the example of a cytarabine that took 2 hours longer than intended stating ¿that is not really a human factor¿ related to the bloodwork, etc. This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown.